Event description:
The customer reported that when using digital spot mode the images were dark and unreadable. Uninterpretable images may produce non-diagnostic quality images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.